Event description:
Coiling treatment of a p-comm aneurysm. It was reported the proximal end of the coil pushwire stuck inside the instant detacher after the coil was successfully detached. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the proximal end of the pushwire was found bent inside the instant detacher. (B)(4).